Event description:
This rv lead was implanted on (B)(6) 2010 an remains implanted at this time. A call placed to technical services on 07/08/2016 stating that this lead was confirmed to have pacing inhibition due to noise for less than 2 seconds. Discussed trying to reproduce noise with isometrics, valsalva,etc. This lead also shows some oversensing on the v channel. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).